Event description:
User received erroneous results for multiple samples for ck-mb. The following examples were provided, units of measure ng/ml: patient (1) initial 17.7/repeat 13.8; patient (2) initial 10.0/repeat 4.08; patient (3) initial 10.1/repeat 3.92; patient (4) initial 8.6/repeat 2.62; patient (5) initial 15.0/repeat 10.17; patient (6) initial 8.5/repeat 1.98; patient (7) initial 9.1/repeat 2.76. Initial results were reported, patients not adversely affected. The field service representative was unable to determine cause.

Manufacturer narrative:
Patient (1) male, patient (2) male, patient (3) female, patient (4) male, patient (5) female, patient (6) female, patient (7) female.